Manufacturer narrative:
The reference gi bleed was reported under MFR # 2916596-2018-03106. Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year and 2 months. Device analysis: the pump remains in use supporting the patient. A correlation between the device and the reported stroke could not be conclusively determined. The hm3 lvas IFU lists bleeding and neurologic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized on (B)(6) 2018 for treatment possible gastrointestinal (gi) bleed and subdural hematoma. The patient had multiple falls and symptoms of general weakness and fatigue. A burr hole procedure was performed on (B)(6) 2018. The patient returned to baseline mental status. Enlarging subdural found on CT after initiating anticoagulation. Anticoagulation was stopped. A repeat head CT scan results showed no significant change. The patient discharged on (B)(6) 2018 with follow-up repeat CT scan scheduled for (B)(6) 2018. No additional information was provided.

Event description:
Additional information: it was reported that on (B)(6) 2018, the patient was restarted on warfarin 5 mg. A repeat CT on (B)(6) 2018 showed a decreased size of the left convexity mixed density chronic subdural hematoma. On (B)(6) 2018, head CT was stable and the patient was seen by neurology. The patient's inr goal was set to 2.0 to 2.5. No further information was provided.